Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. There was no reported patient injury. An ipsilateral retrograde approach was made for a left common iliac artery lesion. The device was used with an unknown 6fr short sheath. The back-flow from the indicator stopped and the physician retracted the product carefully. However, hemostasis was achieved by manual pressure. A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window-no change to indicator¿ could not be confirmed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. There was no reported patient injury. An ipsilateral retrograde approach was made for a left common iliac artery lesion. The device was used with an unknown 6fr short sheath. The back-flow from the indicator stopped and the physician retracted the product carefully. However, hemostasis was achieved by manual pressure. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.